Manufacturer narrative:
An event regarding a crack/fracture involving a trident insert trial was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
After inserting 36mm 10 trial liner, surgeon noticed that liner had chipped upon impaction. No adverse consequence to the patient. Chipped piece was found.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
After inserting 36mm 10 trial liner, surgeon noticed that liner had chipped upon impaction. No adverse consequence to the patient. Chipped piece was found.